Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient began feeling ill while at school. She was weak, shaky, and eventually started vomiting. The patient¿s cgm was reading 100 mg/dl. The patient did not have a bg meter to use, therefore, no bg meter reading was taken. Once the patient¿s mother got home and saw the patient was sick, she was brought to the ER. At the ER, the patient¿s bg meter was reading 400 mg/dl while the cgm was still reading 100 mg/dl. The patient was transported to a different medical facility and treated with an IV insulin drip and IV fluids. The patient was discharged home after 2 days. Her bg level at discharge was 100 mg/dl. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when patient experienced the symptoms. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.